Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to pain. Surgeon reported that the cup was loose due to an acetabular fracture. Rep could not identify if the cup was stryker or not but reported that it did not look recognizable. A stryker head and liner were revised.